Event description:
It was reported via a trial that on (B)(6) 2010, the patient was rehospitalized with shortness of breath, and chest pain radiating to the neck with radiation to the left arm. Patient underwent balloon angioplasty and placement of a non-abbott stent in the target lesion, the mid left anterior descending (lad) for 90% restenosis of the target lesion. The symptoms were resolved. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 6 was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. The 3.5 x28 mm xience v (1009554-28/(B)(4)), indicated is being filed under a separate MFR#.